Event description:
It was reported that there was a confirmed pump inversion as of (B)(6) 2015. The severity was reported as mild. During examination for pump refill it showed that the pump was inverted. They were not able to access the pump. The physician flipped the pump back and filled the patient. During the surgery on (B)(6) 2015, the physician noticed the pump had flipped again. The pump was repositioned and revision of the pain pump in left abdomen. The event resolved without sequelae on (B)(6) 2015. The pump system was delivering clonidine, bupivacaine and sufenta.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type: programmer, patient; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).